Event description:
It is reported that during surgery in 2008, the hinge would not align properly between the ulna and humeral component causing a 1.5 hour delay in surgery.

Manufacturer narrative:
Evaluation summary: due to normal variation in product within its specified tolerance bands, the fit condition can vary among the bushings, pins, and humeral component. Cause cannot be definitively determined. Device history records indicate device manufactured to specification.